Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation, no foam particles were observed in the airpath; however, foam degradation was noted. The device¿s sound abatement foam was replaced to address the issue. The service technician observed visible foam particles inside the blower kit and signs of blower foam degradation. Additionally, dust accumulation was noted, and error codes e024 (err_motor_speed_reverse) and e022 (err_motor_flux_magnitude) were present in the device log. The unit remained functional but was scrapped by the service center following evaluation. This event is reportable under FDA 21 cfr part 803, as it meets the criteria for a serious injury and/or reportable product malfunction.